Event description:
The international customer reported that the unit display went blank. The service tech evaluated the device and could not duplicate the reported problem. During review of the diagnostics log, it was noted that a vent inop data acquisition pcb adc failure was logged. The customer reported that the device was in use on a patient, not patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service tech replaced the data acquisition board and the data acquisition to motor controller cable to address the issue. The unit passed all applicable testing.